Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction. Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture dates: monitor: 9/10/2009, belt: 6/11/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that the patient was treated by the lifevest at home, then paramedics removed the lifevest to perform resuscitation efforts before the patient finally passed away in the hospital while not wearing the lifevest. Review of the download data, indicates the patient received one appropriate treatment and four additional inappropriate treatments on (B)(6) 2020. The patient was in vt at 170 bpm at 20:52:12 on (B)(6) 2020. The patient received an appropriate treatment at 20:54:10. The patient's rhythm at the time of treatment was vt at 200 bpm and the post-shock rhythm was sinus bardycardia at 50 bpm. The patient was in a sinus rhythm at 80 bpm with intermittent non-sustained vt (nsvt) at the time of the first inappropriate treatment at 21:00:50. The patient's post-shock rhythm was a sinus rhythm at 80 bpm with nsvt. The patient received three more inappropriate treatments at 12:37:32, 21:38:01, and 21:38:27. The patient's rhythm and post-shock rhythm at the time of each of the three inappropriate treatments was obscured by CPR/motion artifact. The response buttons were pressed earlier in the detection sequence before the first treatment, but not immediately prior to treatment delivery. The patient passed away in the hospital on (B)(6) 2020.